Event description:
It was reported that during implant attempt, there was noise observed on the v-channel while the pocket was being closed. The doctor disconnected the leads and noted blood in the port. The device was not implanted. No patient complications resulted from this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The device was not returned. Further investigation not possible without device. Event included in monitoring systems.